Manufacturer narrative:
The event was observed "in the last month" from the report date. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of minicaps leaked iodine. This was observed during use of the devices for peritoneal dialysis therapy. It was further specified that the connection had been tightened. There were no noticeable damages to the packaging. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.